Event description:
It was reported that during a percutaneous intervention procedure, a guide wire tip detachment occurred. The target lesion being treated was located in the severely calcified left superficial femoral artery (sfa). A 0.014inch x 300cm platinum plus guide wire was advanced to the sfa to reroute the vessel. The proximal portion of the lesion was successfully rerouted. Upon removal of the platinum plus guide wire, there was slight resistance, the distal portion of the guide wire unraveled and approximately 5cm detached inside of the patient. The detached portion was not retrieved and remained inside of the patient. It was decided to complete the procedure with bypass. Additional patient complications were not reported.

Event description:
It was reported that during a percutaneous intervention procedure a guide wire tip detachment occurred. The target lesion being treated was located in the severely calcified left superficial femoral artery (sfa). A 0.014 inch x 300cm platinum plus¿ guide wire was advanced to the sfa to reroute the vessel. The proximal portion of the lesion was successfully rerouted. Upon removal of the platinum plus guide wire there was slight resistance, the distal portion of the guide wire unraveled and approximately 5cm detached inside of the patient. The detached portion was not retrieved and remained inside of the patient. It was decided to complete the procedure with bypass. Additional patient complications were not reported.

Manufacturer narrative:
Device evaluated by MFR: the returned device presents kinks along the body, distal side separated from body and distal tip damaged. Device was received loaded in the hoop. Visual inspection was performed. The device presented the spring tip severely elongated and unraveled. Also it was observed evidence of core wire fracture approximately at 289.8cm and at 298.7cm from the proximal section. Additionally kinks were found along the entire body. The device was sent to an external lab to determine the cause of the fracture. External analysis determined that the bending overload occurred due to a zone weakened by a chemical attack and a torsion overload. No other anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).